Event description:
It was reported that an external blood leak was observed from the pressure sensor of a prismaflex tpe 2000 set during therapeutic plasma exchange therapy. The set was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.